Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during a device replacement procedure for normal battery depletion, this right ventricular (rv) defibrillation lead exhibited shock impedance measurements of 125 ohms with the previous device, and measurements of greater than 200 ohms with the new device. It was noted that the issue was with the distal coil of the lead; therefore, the lead was surgically abandoned and replaced. No additional adverse patient effects were reported.